Event description:
Same as manufacturer's report #6000093-2006-01520. Tap. It was reported that 97 days after implantation of a 2.75x24mm and a 2.5x8mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the "very tortutous," left anterior descending artery (lad). A pre-intervention stenosis of 75-80% was reported. The lesion, noted to be "difficult to access," was pre-dilated with a 2.75x12mm quantum maverick balloon. A 2.75x12mm taxus stent was deployed at 12 atm in the region of the lesion. The stent was post-dilated with a 2.75x12mm quantum balloon. A post-intervention residual stenosis of "less than 10%" was reported. The patient presented 97 days after the initial procedure with unstable angina and a 70-95% distal lad in-stent restenosis. An atherectomy of the lesion was performed using a 3.0x10mm cutting balloon. A 10-20% residual in-stent restenosis was reported. The patient received heparin, cardene, and lovenox during; and plavix after the procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.